Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 24 (mg/dl). Customer loaded a new cartridge to address low bg level. Customer still hospitalized at the time event was reported. Although requested, no further information was provided.